Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date:(B)(6) 2019. Model number/ catalog number: sc-2208-70, serial number: (B)(4), batch/ lot number: a34942, model/ catalog description: st linear lead 70 cm.

Event description:
A report was received that the patient had inadequate stimulation and frequent ipg charging. The patient underwent an explant procedure.